Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results have been received. The microbiological testing sampled on (B)(6) 2023, and analyzed found the following: all channels sampled and found 1 cfu of pseudomonas spp. The microbiological testing sampled on (B)(6) 2023, and analyzed on december 6, 2023, found the following: operator channel: less than 1 cfu of unspecified bacteria. Operator suction channel: 1 cfu of bacillaceae. Air/water channel: 10 cfus of bacillaceae. Water jet channel: 1 cfu of bacillaceae. The investigation is ongoing and follow-up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow-up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for greater than 1 colony forming units (cfus) of micrococcus luteus and pseudomanas aeruginosa in the air/water channel, flushing channel, operating channel, and the suction channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction: b3 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.